Event description:
It was reported that on (B)(6) 2023, an 8mm amplatzer septal occluder was chosen for implant. The next day, it was it was reported that the device embolized into the aorta. The patient was taken to surgery to have the device retrieved. The device was successfully explanted on (B)(6) 2023. The patient was reported as stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization into the aorta was reported. Possible causes for device embolization include device over-sizing, device under-sizing, or positioning issues due to patient anatomy. Field indicated that the device was too small which may have cause the reported event. A returned device assessment could not be performed as the device was not returned for analysis. Based on the received information, the cause of the reported event could not be conclusively determined.